Event description:
It was reported that there was a malfunction of a trochanteric fixation nail system during surgery. The surgeon was repairing an intertrochanteric fracture and while at the start of the procedure where the helical blade goes into the guide wire, the surgeon had trouble getting the blade to pass through the nail. It was reported that the surgeon eventually was able to get the blade to pass but feels that the locking screw inside the nail malfunctioned because the locking drive and locking prong was down instead of up as it was supposed to be. There was no delay in surgery and no patient adverse event reported. The surgery was successfully completed. This is report 1 of 7 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Additional pro code: hwc. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. A review of the depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. A non-related ncr (B)(4) was found for raw material grain size, deemed conforms, inspection error. Lot number: 7123711 repack number, original number (B)(4) and raw material number: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.